Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in (B)(6), japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump 150 gave an error message ("internal pump error") during setup, before surgery. Turning it on and off by the customer did not improve the situation. There was no patient involvement.